Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer had lethargic. Customer was not using auto mode at the time of incidence. Customer reported that the insulin pump had been off for 24 hours of hospitalized event. The insulin pump will not be returned for analysis.